Event description:
An argon beam handpiece was used once and it was noted that the tip had a sharp needle-type wire protruding from it. This was discovered when the tip snagged the scrub nurse's gown. The handpiece was removed from the field immediately, a new handpiece was delivered to the sterile field. No problem noted with the second handpiece. This appears to be an isolated incident.